Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.17¿ x 0.49¿ was not returned with the instrument. The instrument was also found to have a dislodged proximal clevis. The instrument was also found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a broken grip cable at the distal end. The instrument was also found to have broken conductor wires at the yaw pulley. The conductor wire was broken at the distal end. The instrument failed the electrical continuity test and there were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a problem at the joint. The instrument could not be removed from the cannula. The procedure was completed with no reported injury.